Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly and low battery alarm. Customer's blood glucose at time of incident was unknown. The customer stated the b button stopped working. The battery did last more than 1 week. Customer stated that she will get in the battery alarm real quick and in the couple of hours is dead. The customer stated for a few months had been occurring.